Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2009. Product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported that the spinal cord stimulator (scs) was working very well for the patient and she had excellent pain control with this until two weeks prior to (B)(6) 2007. The patient started having increasing left-sided shooting neck pain and pressure. The patient no longer had paresthesia from stimulation unless she held her head in an unusual posture. There was a loss of pain control. The doctor obtained cervical spine x-rays dated (B)(6) 2007, which showed one of her leads to have migrated superiorly as well as to the right. It appeared to be intact but was no longer in its original position compared to intraoperative images. The patient was again in severe pain and was no longer receiving good paresthesia coverage of her neck and right arm. A percutaneous procedure would not be adequate as there was considerable epidural scar tissue. After thoughtfully considering the alternatives, the patient consented to proceed with revision of her cervical scs. After the revision of her cervical scs electrodes, the patient returned to the clinic on (B)(6) 2007 and was doing very well. They recaptured paresthesia coverage and she had some minimal incisional discomfort, which was slowly improving. She was neurologically stable and her incision was healing well. Returning to the clinic on (B)(6) 2008, the patient no longer had symptoms associated with the electrode failure and she felt adequate paresthesia coverage. It was noted that the patient was implanted for complex regional pain syndrome (crps) type ii.